Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. Follow-up information, provided by the complainant, confirmed that the incident was caused by the end user, as the bloodlines were found to have been ripped out by the patient during the treatment. Moreover, no additional complaints have been received from this user facility to suggest an on-going product issue. Therefore, this complaint has been deemed not confirmed.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak was observed shortly after a patient's hemodialysis treatment was initiated. Reportedly, the patient removed the arterial and venous lines from their access site. The nurse overseeing the patient's treatment immediately noticed the detached lines and halted the therapy. The patient's estimated blood loss (ebl) was noted as being less than 150cc. The patient was examined by the on-call physician who noted that no adverse patient impact occurred as a result of the event. Although no medical intervention was required, the patient's treatment was postponed until the following day. The user facility requested the presence of a family member for all future hemodialysis treatments. The patient underwent a successful hd treatment the following day, (B)(6) 2016, using a new setup on a different machine. Follow-up information was provided which revealed that the patient was known to the facility as being confused and occasionally combative. The unit was removed from service following the (B)(6) treatment and disinfected due to blood contamination. The biomedical engineer confirmed that the unit was returned to service following its disinfection. The system and bloodlines are not available for evaluation by the manufacturer.